Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer experienced an elevated blood glucose (bg) level higher than 200 mg/dl. The elevated bg's were addressed with a bolus via the insulin pump. The contact believes the customer's night time basal setting needs adjusting and will contact the customer's health care professional.